Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced bacterial and fungal peritonitis, coincident with peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent and abdominal pain. The patient was not hospitalized for the peritonitis event. The cause of the peritonitis was unknown. Beginning four days after onset, the patient was treated with vancomycin 1000 milligrams intravenously (frequency and duration not reported) for the peritonitis event. Antibiotic treatment with vancomycin was discontinued on an unknown date. Eighteen days after onset, dianeal therapies were discontinued and on the same day the peritoneal dialysis catheter was removed. On an unreported date, the patient was returned to hemodialysis therapy. The patient was reported to be recovered from the peritonitis. No additional information is available.